Manufacturer narrative:
Based on the claim against the product by the customer noting the jaw of the fenestrated bipolar forceps instrument was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of instrument input disk broken to be related to the customer reported complaint. The instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. The broken input disk #6 was not returned with the instrument. As a result, one of the grips cannot be articulated. Hairline cracks were also found on grip input disk shaft #7. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The fenestrated bipolar forceps instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was found with exposed internal wire. No thermal damage was observed. No missing piece of conductor wire insulation. The fenestrated bipolar forceps passed electrical continuity test. There were also scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on two locations of the bipolar yaw pulley. The root cause of broken input disks is attributed to mishandling/misuse. The root cause of a conductor wire damaged insulation and yaw pulley damage are also typically attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, one of the fenestrated bipolar forceps instrument jaws did not work anymore. A backup instrument of the same kind was used. The procedure was completed with no reported injury.